Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. It was found during evaluation that the 8 way socket was corroded. Further, the mounting foot and dust cover were found to be missing. The mounting foot, dust cover and 8 way assembly were replaced to resolve the issues. Hardware upgrade and re-skinning were also carried out. After repair, the device was found to be working according to the specifications. Fluid contact would have caused corrosion on the 8 way socket. User mishandling and/or lack of maintenance can be the most probable root causes of the missing dust cover and mounting foot. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that the generator device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the 8 way socket was corroded. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.